Event description:
It was reported that the pt was implanted a durom us acetabular component 56/50 p on the right side on (exact date not reported). The pt underwent revision surgery on (B)(6) 2014 due to pain, loosening, pseudotumor, wear and fluid collection.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be confirming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Manufacturer narrative:
Additional information was received on august 20, 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on an unknown date and revised on (B)(6) 2014 due to pain; at revision surgery, surgeon found loosening, wear, pseudotumor and fluid collection. During visual examination, some scratches were found. No x-rays were received for evaluation. Visual examination during the visual examination the durom acetabular component presented light shaving of the side, also some scratches throughout both the rim and inner cup with some third body material. Small amounts of ingrowth occuring on pourous surface of durom acetabular component. Chipping of pourous side was also present. However, this was most likely also caused during the removal of the cup. Metasul ldh large diameter head presented scratches on head that appear to be from the removal of the head rather than typical articulation. Metasul ldh head adapter presented limited scratches on underside of head adapter, possible signs of corrosion. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).